Manufacturer narrative:
Boston scientific received information that the out of range shock impedance measurements were still occurring with this system. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended further testing to determine to root cause of the issue. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a latitude red alert was displayed for this system noting high shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. Efforts to obtain additional product issue details were unsuccessful. This product issue will be updated if additional information is received.